Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm insulin flow blocked. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Advised customer changing the reservoir resolved the issue also advise customer to return the reservoir. Customer stated the insulin pump did not alarm insulin flow blocked with load reservoir or while fill tubing. The device will be returned for analysis.